Manufacturer narrative:
B3 date of event: the exact event date is unknown.

Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter. The patient underwent a revision and fluid loss in the device was observed. All components were removed and replaced. There were no further patient complications.